Event description:
This device was implanted on (B)(6) 2009 and was explanted on (B)(6) 2014 due to normal battery depletion. An implant form stated that the lv lead connected to this device was not capturing the left ventricle but the left atrium and the right ventricle via nodal stimulation. The physician was dr. (B)(6) at (B)(6) and (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).